Manufacturer narrative:
Hardware is the root cause for this event. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) to report a wash buffer leak from the sample probe of the unicel dxi800 access immunoassay analyzer. The customer reported that the wash buffer was leaking down onto the waste container and also onto the floor. The customer stated they had a plan in place for exposure control and that they were not concerned about exposure. A bec customer technical support (cts) advised customer that the liquid was potentially biohazardous and dispatched service to evaluate instrument. No injury or exposure was reported in association with this event. On (B)(6) 2011, a bec field service engineer (fse) was dispatched. The fse discovered and replaced a cracked tubing/sample probe. The fse rebooted and calibrated the instrument; no issues were noted. The fse performed assay qc and no issues were noted.